Event description:
It was reported pump touchscreen was unresponsive. There was no reported impact to the customer¿s blood glucose level. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained.